Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Serial/lot number was requested but not provided; therefore, device history record review could not be performed. Based on the information provided, the most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device, or attempting to bend or reshape the device before/during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Part discarded by facility.

Event description:
It was reported that the customer complains about debris from an opes-probe. Settings were checked by sales rep, they were all ok. Distributor noticed that little fragments were too small to retrieve them from patient.